Manufacturer narrative:
Corrected information provided in h.6. Correction: on initial MDR the patient code of 2137 was an error. It should have been 4580 on the original MDR. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient unhappy with distance correction and clinical reason for explant being patient originally stated wanted mini monovision, now wants distance. The iol was explanted and exchanged for an unknown atiol following the initial implant procedure. Additional information has been requested.